Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose level. Customer's first reported blood glucose value was 49 mg/dl and then 51 mg/dl at the time of the incident. The customer's current blood glucose level was 71 mg/dl and then dropped to 51 mg/dl. The customer was treated with glucose tablets. The customer declined troubleshooting for low blood glucose. The customer did not allege pump was over delivering. Customer was not on auto mode at the time of the incident. Insulin pump will not be returned for analysis.